Event description:
It was reported that during cori assisted ukr surgery, the tip of the real intelligence point probe was bent when trying to locate the posterior tibial point in the tight uni knee situation. This pointer passed hand piece calibration but when morphing the tibial bone it distorts the 3 d mesh that is mapped and it is completely off the marks. Surgery was resumed after a significant delay with a s+n back-up device. No injuries were reported to the patient.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the real intelligence point probe rob10017, 20fct0048, used during treatment, was returned for evaluation. The reported scenario can be visually confirmed, the tip of the point robe is bent upwards. The reported scenario can be visually confirmed. A functional test was performed. The scenario "when morphing the tibial bone, it distorts the 3d mesh that is mapped and it is completely off the marks" cannot be confirmed. A test case was performed and could be completed without any issues. The 3d mesh could be mapped, all points are in the correct areas, and none of the marks were off. Although the point probe is bent, it functions as intended. The most likely cause for the reported scenario is product mishandling. A review of manufacturing records indicates the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.